Manufacturer narrative:
The event: wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Analysis of the returned rx cytology brush device confirmed that the wire broke. Broken wires were examined and found to be bent and deformed. Evaluation showed that the wires were bent several times before it broke. Therefore, the most probable root cause for this failure is operational context since the issue was noted during the procedure and due to procedural/anatomical factors. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the device was being actuated, the wire inside the catheter broke. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the device was being actuated, the wire inside the catheter broke. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.